Event description:
Procedure type: gastric bypass. According to the reporter: the duodenum was excised with the first cartridge. At the second firing on the stomach, a strange snapping sound was heard and the surgeon thought a broken piece had flicked off. After that, a new cartridge was loaded for the third firing but it could not be done. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).